Event description:
It was reported that during a port placement procedure, the pink puncture needle allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Small cracks were noted within the introducer needle hub. Upon infusion, small leaks were observed from the introducer needle hub. Aspiration was attempted and was unsuccessful. In addition to the returned physical sample, one electronic video was provided for review. The video shows a leak in the introducer needle. Therefore the investigation is confirmed for the reported leak and identified fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 07/2026), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, the pink puncture needle allegedly leaked. There was no reported patient injury.